Manufacturer narrative:
Conclusion / root cause: this failure was caused by the shorted cap c187 on the mc board. The shorted mc board cap c187 caused l2 to short. Replacement of c187 corrected the problem with the mc board. Replacement of l2 on the returned pm board corrected the problem with no other faults found. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator would not power on. This occurred the first time the customer used this device. There was no patient involvement.